Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle upon receiving. The grip tip and approximately 1/3 of the sealant were missing. The remaining of the sealant and the advancer tube were found inside of the shuttle, which indicates an incomplete engagement of the advancer tube. The shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the event could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: failure to deploy through the venous sheath. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Procedure type: diagnostic coronary sheath size: 6f vessel type: venous